Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels and having seizures. Blood glucose level near the time of the call was 400 mg/dl. The customer also reported that the insulin pump returned a max bolus exceeded alert. Troubleshooting for high blood glucose was declined. The insulin pump was not replaced or returned for analysis.